Event description:
It was reported that the 8100 delivered an "entire bag of 12 hour tpn (total parenteral nutrition) in over 2.5 hours." The total volume of the bag was 345 ml. The event occurred between on (B)(6) 2021 between 2230 and 0045. There were frequent labs drawn to monitor electrolytes. No patient harm reported. Although requested, no further information is available.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 06feb2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the 8100 delivered an entire bag of 12 hour tpn (total parenteral nutrition) in over 2.5 hours was not determined because no product or device logs were returned. The reported issue that the 8100 delivered an entire bag of 12 hour tpn (total parenteral nutrition) in over 2.5 hours could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, the patient demographics were not provided.

Event description:
It was reported that the 8100 delivered an "entire bag of 12 hour tpn (total parenteral nutrition) in over 2.5 hours." The total volume of the bag was 345 ml. The event occurred between (B)(6) 2021 between 2230 and 0045. There were frequent labs drawn to monitor electrolytes. No patient harm reported. Although requested, no further information is available.

Event description:
It was reported that the 8100 delivered an "entire bag of 12 hour tpn (total parenteral nutrition) in over 2.5 hours." The total volume of the bag was 345 ml. The event occurred between (B)(6) 2021 and (B)(6) 2021 between 2230 and 0045. There were frequent labs drawn to monitor electrolytes. No patient harm reported. Although requested, no further information is available.

Manufacturer narrative:
Sample inspection: the pump module was received with the instrument seal intact. The right (male) iui was observed with damaged isolation ribs and dry fluid residue. The left (female) iui was observed with corrosion and dry fluid residue. No anomalies were observed with any of the electrical or mechanical components and the bezel assembly was observed with a date code of (B)(6) 2019. No anomalies were observed with the returned administration set. Log analysis results: the source pcu device was powered on at 10:26 pm on (B)(6) 2021. The profile in use was ¿chop oct 2020 peds¿ at 10:26 pm the source pump module s/n (B)(6) received a remote IV for cycledtpn (drug ID 261), rate of 30ml/h, vtbi 345ml, and the user changed the vtbi to 330ml. Pvi at the time 1227.9ml. At 12:42 am on (B)(6) 2021, the user programmed a 5 minute delay. Pvi at the time 1295ml. From 12:42 am to 1:25 am the source pump module was in programmed delay. At 1:25 am the pump module was channeled off. Volume infused for this infusion 68ml. No errors or malfunctions on the source pump module and the pcu device error logs. Test results: time rate accuracy observed the device delivering fluid within specification and the alaris system over infusion test method observed no anomalies with the device. Test methods: 1503-001-006-r timed rate accuracy test method (dir 10000360036). 1503-001-029-r alaris system over infusion test method (dir 10000360063). Disposable set testing can be found in dir# 10000344216 ver: 00 - tm-002 tubing measurement ID/od/wall thickness ¿ nikon nexiv vmr. Device history review: a review of the device history record showed the device had a manufacture date of 02/06/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customers reported over infusion of tpn was not identified. Lab testing observed the pump module delivering fluid within specification. Summarize the customers reported issue of over infusion of tpn was not reproduced during laboratory testing. On (B)(6) 2021 at 10:26 pm the source pump module received a remote IV infusion message for an infusion of the medication cycledtpn (drug ID 261). The remote IV message contained an infusion rate of 30ml/h and a vtbi of 330ml. The infusion was then started. At 12:42 am on (B)(6) january 2021, the infusion was delayed and was not restarted after this point. At 1:06 am, the source pump module was channeled off for unknown reasons. The total volume infused was 68ml. Time rate accuracy observed the device delivering fluid within specification and the alaris system over infusion test method observed no anomalies with the device. Inspection of the returned pump module and administration set observed no anomalies that would contribute to the customers¿ reported complaint. The administration set that was received from the customer had the pumping segment tested for concentricity and was found to be within specification. No errors or malfunctions on the source pump module and the pcu device error logs. The device was being used for treatment purposes. The mechanism assembly was disassembled during the investigation and will be replaced by service. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection, and installation of new one-time use torque screws with applied tamper seal material.